Event description:
Manufacturer's first level investigational unit confirmed the lancet protruded beyond the end cap of the softclix plus device after firing. No accidental needle stick occurred. No adverse event reported. Replacement was sent.